Event description:
It was reported to boston scientific corporation that the patient, who is over 18 years old, was implanted with a pinnacle anterior/apical pelvic floor repair kit during an anterior repair procedure on (B)(6) 2009. The patient also had an obtryx sling implanted to treat her stress urinary incontinence. Post-procedure, the patient experienced recurrent urinary tract infections (utis), and overactive bladder symptoms without incontinence. On (B)(6) 2012, the patient had a cystoscopy to check these issues prior to an unrelated posterior/rectocele repair. The cystoscopy revealed that the pinnacle mesh had eroded through the bladder, which the physician attributes as the cause of the persistent utis. The patient was prescribed unspecified antibiotics and was referred to a urologist. It is unknown if the urologist performed or plans to perform additional medical intervention, but the patient is reportedly fine now, and no longer experiences these complications.

Manufacturer narrative:
(B)(6).